Event description:
It was reported, the camera head had optics that were loose and sporadically had no image. The issue occurred during a therapeutic transurethral resection of the prostate/bladder. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Upd a review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. And the reported failure was confirmed. Based on the results of the investigation. It is likely, the following led to the malfunction: the sporadically no image was, due to a crack in the cable unit, the optics are loose, was due to worn out of the coupler and not rotating smoothly. The most probable cause of the complaint is cause traced to component failure olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had optics that were loose and sporadically had no image. The issue occurred, during a therapeutic transurethral resection of the prostate/bladder. The procedure was completed using a similar device. There were no reports of patient harm.